Manufacturer narrative:
11/18/1998-supplemental report #1 submitted to FDA. Please disregard the event submitted under this reference number as we have determined that it is a duplicate of a previously submitted event.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, there was product shavings. The hosp has reported no pt injury occurred.